Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pump reportedly emitted a loss of prime warning overnight which woke her up. The patient reportedly had elevated blood glucose levels (496mg/dl) with increased urination and headache. The patient reportedly does not cycle the cartridge prior to filling it with insulin.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The report regarding the loss of prime could not be adequately investigated because the data from the time of the reported incident is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. An ezprime operation was performed with no loss of primes occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.